Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The event was manifested by abdominal pain, fever, and diarrhea. On an unreported date, the patient was hospitalized for bacterial peritonitis. The same day as the event onset, the patient started treatment with intraperitoneal ceftazidim (1g; frequency not reported) and intraperitoneal vancomycin (dose and frequency not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. Seventeen days after the event onset, the ceftazidim and vancomycin were discontinued and the patient was discharged from the hospital. Also that same day, the patient was deemed recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.